Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 700 mg/dl. Customer was in auto mode at the time high blood glucose level. The customer was treated with fluids and insulin. The customer got an insulin flow block alarm. The customer was assisted with troubleshooting and declined for high blood glucose but did provide the hospital information. The insulin pump will not be returned for analysis.